Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 31.4cm to 31.8cm from the distal tip exposing the outer coil consistent with friction to another device or feature of the heart. All other damages found are consistent with procedural damage.